Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with blood glucose value of 38 mg/dl. The customer reported hypoglycemia was treated with carbs and protein. The event involved product(s) mmt-381a, mmt-332a, mmt-7040a, mmt-1884. Troubleshooting was performed. The customer reported the sensor was not reading correctly. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was not active at the time of the event. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported a blotchy screen. The customer was unable to read the screen well. The damage was affecting/impacting pump functionality. The customer reported a discrepancy between sensor glucose and blood glucose. The sensor glucose value was 400 mg/dl, while the blood glucose value was 38 mg/dl, resulting in a difference of 362 mg/dl. This difference was outside the target range, and insulin delivery was not suspended. The customer reports receiving a sensor updating and calibration not accepted. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No product return is required for mmt-381a, mmt-332a, mmt-7040a, mmt-1884. Mmt-1884 was requested, and the customer response was the device will be returned.